Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the hospital for a follow-up, increased capture threshold was observed. Lead dislodgement was revealed via fluoroscopy. The lead was explanted and replaced. The patient was in good condition post-procedure.